Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the brakes will engage on the bed but the bed will still roll. No pt impact.